Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively. (B)(4).

Event description:
During a follow-up, there were several episodes of noise on the right atrial lead. The lead was capped and replaced and there was no alleged damage to the lead. The patient was stable and did not receive any inappropriate therapy.